Event description:
It was reported that pump displayed malfunction alarm with code that was resettable and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.